Event description:
Following a cardiac catheterization procedure on 12/13/1999, a rotoblador procedure to left arterior descending took place. Pt returned in 1999, for ptca/stent to right coronary artery. Post procedure an angio seal device was deployed. An arterial gram of the groin area indicated a moderate high stick near the inguinal region. Pt complained of pain to the lower back region with site tender to touch. Groin site indicated a small amount of oozing, which was managed with direct pressure. The tension spring remained in place for nearly one hour. Later, a computerized tomography scan to the abdominal region confirmed a retroperitoneal bleed. Vascular intervention was performed with removal of the angio-seal device. The pt was discharged on 12/18/1999 in satisfactory condition. The pt was readmitted on 12/26/1999 with back pain. A computerized tomography scan revealed that the retroperitoneal bleed had resolved itself and the pt was discharged the same day.